Event description:
According to the reporter, intra-operatively of a laparoscopic cholecystectomy, the surgeon noted that the handle could be squeezed but the clip applier was getting jammed. The tip was observed to be bent and had caused the clips to not slip out successfully. None of the clips would load into the jaws. The jaws would not close as well. Another clip applier was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.